Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl and the current blood glucose was 211 mg/dl. Customer treated high blood glucose with insulin pump. Customer did not stated any symptoms related to high blood glucose. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was not active at the time of incident. Customer stated that the insulin pump alarmed no delivery alarm. No further patient complications were reported. Troubleshooting was performed, the customer will continue the use of device.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and p-cap locks properly into the reservoir compartment. No unexpected no delivery alarms were noted during testing. Successfully downloaded history files and traces using thus. No delivery alarm was not found in the history files or traces on event date of 06-mar-2022. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The following were noted during visual inspection: scratched case, cracked case, cracked case (battery tube), cracked case-corner of belt clip rails, damaged display window cover, battery tube threads - cracked, keypad overlay peeling, and corroded battery tube. No delivery alarm was not confirmed during testing. Unable to verify customer's complaint for high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.